Event description:
Hill-rom received a report from the account stating the pt left intermediate siderail would not stay up. The bed was located at the account on 4cc south. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the latch and the release lever jammed in the left hand intermediate siderail due to lack of lubricant. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech lubricated the latch to resolve the issue. The tech thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.